Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a disconnection of the heater bag from the patient line which occurred on the homechoice device. The hp was connected at the time of the event. During troubleshooting, it was noted that the heater bag was disconnected from the line. The technical service representative reviewed proper procedures with the hp and assisted in ending therapy. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.